Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad equipment manager that the patient was seen in the clinic and reported that all power connections were unable to lock appropriately onto power port 2 of the controller. Power port 2 was assessed and no visible damage was noted. Power port was not loose within the controller housing. No direct damage to the controller was reported by the patient. The vad coordinator was able to reproduce with multiple batteries; connections were easily removed after audible click heard. A controller exchange was subsequently performed and well tolerated by the patient. No symptoms were reported.

Manufacturer narrative:
The reported event of a poor mechanical connection could not be confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. Analysis revealed that the device passed visual examination and functional testing; no mechanical issues were noted with the controller power port connectors. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.